Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the programmer would boot up to "please wait" screen and stay there. The hard drive was found out of electrical specification. Analysis also found the ECG (electrocardiogram) connector was loose on the lem (link electronic module) printed circuit board assembly. Power supply and system fan were noisy; the media bay door was missing, and the stylus tip was loose but functional. (B)(4).

Event description:
It was reported the programmer will not boot up / initialize in timely manner. The programmer was returned for repair. No patient complications have been reported as a result of this event.